Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 798 mg/dl. Customer experienced vomiting, nausea and excessive thirst. Customer also has stage 4 breast cancer. Customer's medication raises the blood glucose level. Customer has also experienced low blood glucose. The blood glucose reading is 254 mg/dl. Customer will treat with insulin pump. Nothing further reported.